Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2211501 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when removing a 5f mynxgrip vascular closure device (vcd) the sealant came out of it. Hemostasis was achieved by manual compression. There was no reported patient injury. The vcd was used in a transarterial chemoembolization using a retrograde approach. There was no damage noted to the device prior to opening the package. The device was stored and prepped per the instructions for use. Additional information was requested but not provided. The device was not returned for analysis as previously expected.

Event description:
As reported, when removing a 5f mynxgrip vascular closure device (vcd) the sealant came out of it. Hemostasis was achieved by manual compression. There was no reported patient injury. The vcd was used in a transarterial chemoembolization using a retrograde approach. There was no damage noted to the device prior to opening the package. The device was stored and prepped per the instructions for use. Additional information was requested but not provided. The device was returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, and h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when removing a 5f mynxgrip vascular closure device (vcd) the sealant came out of it. Hemostasis was achieved by manual compression. There was no reported patient injury. The vcd was used in a transarterial chemoembolization using a retrograde approach. There was no damage noted to the device prior to opening the package. The device was stored and prepped per the instructions for use. Additional information was requested but not provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The sealant was observed on the catheter shaft, approximately 148 mm from the balloon proximal tip. It was noted that there was no blood observed on the sealant, and that the sealant sleeve was only displaced approximately 8 mm from the distal end of the shuttle cartridge tubing, which indicated that the shuttle cartridge may have not been shuttled down completely into an existing procedure sheath during the procedure. The condition of the returned device is like a sealant exposed prematurely during the procedure. Yet, it is unknown if the device was manipulated after the procedure. The advancer tube was found inside the outer cartridge tubing. The device was inspected for damages/anomalies that may have contributed to the reported incident, and no damages/anomalies were observed. The procedure sheath and syringe were not returned with the device. Per functional analysis, a simulated deployment test was performed, and the shuttle cartridge was able to be advanced and retracted to the black handle without issues. The advancer tube was observed properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2211501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Handling factors, such as incorrectly removing or handling of the device during the procedure, may have contributed to the reported event. It should be noted that the device is shipped in protective sheath tubing in the clamshell tray. The balloon protective sheath is designed to abut the sealant to assure the sealant/ shuttle cartridge does not migrate from its manufactured position during transit. According to the instructions for use which is not intended as a mitigation of risk, device preparation, instructs users to remove the balloon catheter from the tray by holding the green/grey shuttle and pulling the device out from the protective tubing. If the device was grabbed by the catheter handle instead of the green/grey shuttle when being removed from the packaging, the shuttle could be detached from the black handle, resulting in the sealant being exposed prematurely. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.